Event description:
A distributor in finland reported a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean various components of the pump, but the issue persisted even after attempting to load a second cartridge. Consequently, technical support arranged for the pump to be replaced, confirming the customer's shipping address and ensuring instructions were understood for returning the faulty pump. The customer was advised to use multiple daily injections as a backup therapy for insulin delivery.